Event description:
Technician alleged that the bed is not going into trendelenberg after the cardio pulmonary resuscitation handle is pulled out and held. No patient impact.

Manufacturer narrative:
The technician found a bad connection on the logic board. The technician reconnected the cardio pulmonary resuscitation connection to resolve the issue.